Manufacturer narrative:
The insulin pump alarmed with a motor error during the occlusion test and the device was unable to be primed during the prime test due to a faulty force sensor resistor (gold). The pump passed the rewind, basic occlusion, and displacement test. The device was unable to undergo the excessive no delivery test due to the prime anomaly. The motor passed the motor test. The following cosmetic damage was also noted on the device: cracked case at the display window corner, cracked reservoir tube lip, and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call that he received a motor error alarm while priming the tube of his insulin pump. His blood glucose value at the time of incident is unknown. The customer does not recall any significant events leading up to the alarm. Troubleshooting was initiated and the alarm was cleared and the customer was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.